Event description:
A customer contacted baxter's technical service center regarding a bad burning smell coming from the homechoice (hc). Home patient (hp) stated hc powers up but keeps tripping the circuit breaker and has a bad burning smell. The technical service representative (tsr) explained will need to swap. Hp will have registered nurse program. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received inoperative for no power. The reported issue of a burning smell was confirmed during the evaluation performed by the pal (product analysis lab). The device failed the homechoice rite (return instrument test / evaluation) functional test for being received inoperative, but the instrument did meet the rite functional test requirements and passed the rite electrical test. The pal evaluated the device. The original input fuses were tested and one of the fuses was open. A burning odor was present during an examination of the power entry module (pem). The assignable cause for the burning smell was determined to be an overheated power entry module. The power entry module could have contributed to the breaker tripping at the home patient?s house. A review of the device?s service history record revealed no issues that could have caused or contributed to the reported issue. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required